Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found the device header was separated from the can. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of device data confirmed therapy was available at the time of explant.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times in mid-life, however charge times remained within the extended charge time limit. The device was successful explanted due to normal battery depletion. No adverse patient effects were reported.